Event description:
Reporter alleged discrepant back to back blood glucose results of 149, 192, 140, and 30 mg/dl when all tests were performed at the same time, the latter two results testing 3 minutes apart on the advantage system. The location of the alleged testing was not provided. No action were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.